Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device has not been returned. Therefore, direct product analysis was not possible. IFU warnings section states: do not withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis with heparin bioactive surface or introducer sheath. Inadvertent, partial, or failed deployment or migration of the endoprosthesis may require surgical intervention

Event description:
As reported, a gore® viabahn® endoprosthesis was being advanced from the patient's groin to the arm when the delivery catheter kinked. In order to remove the gore® viabahn® endoprosthesis, attempts were made to pull the device back into the introducer sheath. During this time, the delivery shaft appeared to fracture at the proximal end and the gore® viabahn® endoprosthesis partially expanded. The gore® viabahn® endoprosthesis was surgically removed. More information was requested but not made available. The intended treatment site and reason for treatment are unknown.